Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that on an eps07 that the very end was cut through. It was replaced with a new eps07. The al326 did not work. The clip jammed in the applier. Pulled another al326 to complete the case. There was no consequence to the pt.